Event description:
Fluoroscopy of chest showed a broken venous catheter from the right ventricle to the left internal jugular vein. Using the snare, the venous catheter was removed through the right femoral vein angio sheath.